Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via email blank display anomaly and excessive no delivery alarm on the insulin pump. Customer advised when they fill the reservoir they receive a no delivery alarm and they call the 24 hour helpline every time for assistance. Customer advised every three days they will receive another no delivery alarm. Customer advised they also receive a blank display screen in addition to the no delivery alarm. Customer advised they cannot find their insulin pump to troubleshoot at this time. Customer advised they have problems during the rewind process and having been treating their blood glucose levels using a manual syringe. Customer is frustrated with the insulin pump continually malfunctioning.